Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was in emergency room due to diabetic ketoacidosis and hyperglycemia on (B)(6) 2019 with blood glucose level was 751 mg/dl at time of incident and the current blood glucose level was 200 mg/dl. The customer was declined to troubleshooting. The customer was treated with insulin drip. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that cannula was bent. The device will not be returned for analysis.